Event description:
A letter to medtronic ave from the implanting physician dated 9/30/01 stated that the pt suffered no untoward effect because of the product performance. The physician stated that the stent graft was completely excluded and the pt has done well following the procedure. Film interpretation by an outside independent physician reported that an angiography revealed the proximal neck to be of adequate diameter and length; however, severe left iliac angulation and tortuosity was noted.the physician concluded that the left iliac anatomy may have resulted in technical difficulties, but cannot exclude primary operator error.

Event description:
A 24 mm x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted for the treatment of an abdominal aortic aneurysm. The pt had excessively tortuous iliacs. It is reported that a lunderquist wire was used and the bifurcated stent graft was successfully deployed. The bifurcated stent runners remained in the pt because the physician wanted to "buttress" for the iliac stent graft placement. Is is reported that the graft cover of the iliac stent graft retracted 4.5cm and the graft cover would not retract any furhter. The physician reported experiencing a lot of tension, and as he tugged the iliac stent delivery system, the physician inadvertently pulled down both the iliac stent graft and the bifurcated stent graft. The iliac stent delivery system was removed from the pt and another iliac stent graft was placed without incident. The physician stated that there was no resistance with the deployment of the second iliac stent graft. The bifurcated stent graft was pulled down 1 cm below the renal arteries; therefore, a 26mm x 3.75 cm aortic cuff was placed. It is reported that the pt is fine and no additional clinical sequelae has been reported relative to the complaint.